Event description:
Medtronic received a report that a pipeline failed to open in the distal section. Deployment of the device began and at the time of recapturing the device it was evident that the stent did not open distally. Several maneuvers were attempted and it still did not open. When removing the device, it was evident that the push wire was inside one of the pores at the end of the device which made it difficult for the device to open correctly. The pipeline was not positioned in a bend. The pipeline was stuck in the capture coil. No additional steps or other devices were used to release the pipeline from the capture coil. The pushwire was rotated 3 times to deploy the pipeline. The pipeline did not release from the capture coil. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. It was removed from the patient and was resheathed and removed with the microcatheter. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm with a max diameter of 5mm by 10mm and a 4.6mm neck diameter. Landing zone: distal: 4.5mm and proximal: 4.6mm. It was noted the patient's vessel tortuosity was moderate. No medical or surgical intervention was needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. No injury as a result of the event. Dapt (dual antiplatelet treatment) was administered with acetylsalicylic acid/prasugrel. Ancillary devices include a phenom 27/fg15150-0615-1s/230788392 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: ¿ equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿ as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within a dispenser coil. The pipeline flex pushwire was returned outside the phenom 27 catheter. However, the pipeline flex braid was stuck within catheter. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper and tip coil. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. In addition, the middle section of the braid was found to be fully opened and no damage. No flash or molded voids were observed in the hub. No bent or kink was found with catheter body. The catheter tip and marker band were examined; and no damage was found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. For further examination, the catheter was cut to remove the braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure to open at the middle section as the pipeline flex middle section was found to be fully opened and no damage. Possible causes include resheathing more than 2 times, high force delivery, over-manipulation, delivering/retracting delivery wire against resistance and damage braid. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.